Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that he had to remove the dental implant, which was installed in intraoral region #21, because the patient was feeling pain. There was no sign of swelling, infection or secretion, just pain. Besides that, there was also no mentual paresthesia.